Manufacturer narrative:
The field event of device reset was confirmed in the laboratory. The device was found to be in hardware vvi mode. The reset occurred shortly after delivering hv therapy. The egms recorded prior to the reset appeared to be consistent with that of lead damage. Sem testing revealed an arc mark on the back of the ICD can. The arc contained trace amounts of lead material. An automated electrical test system revealed normal device characteristics. It is believed that the root cause of the reset is due to a lead anomaly.

Event description:
It was reported that interrogation revealed that the device was in reset mode without defibrillation capabilities. When the patient used a power drill, his device delivered shocks. The lead could not be ruled out as being the cause for the noise. Therefore, the device and lead were replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.